Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing without duplicating any malfunction to the device. The device was recertified nd returned to the customer. Review of the log did see evidence of the reported problem but does not indicate a device malfunction. The log suggest the devoce was in a lead fault condition when pacing was initiated suggesting poor coupling was a factor on the ECG electrodes and not the pad electrodes applied to the patient. There are multiple factors outside of a device malfunction that could contribute to this condition. Some include, but are not limited to motion artifacts, poor contact between the pads and the patient's skin, poor contact between the multifunction cable and the adapter, patient skin condition, or an issue with the accessories. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the patient subsequently expired.